Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On the day of the onset, the patient was hospitalized for this event. The cause of peritonitis was unknown. On the same day, the patient was treated with cefalozine (dose, route, and frequency not reported) for the peritonitis. The patient was discharged from the hospital three days after admission. The patient was retrained and recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.